Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii, the elecsys ft4 ii assay, and the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The physician also believed that non-specific antibodies affecting tsh may have been present in the patient sample. This medwatch will apply to the ft3 assay. Patient identifiers for information related to each remaining assay: (B)(6). Refer to the attachment for all patient data. The sample was initially tested on the customer's e411 analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a cobas 8000 e 602 module and a second e411 analyzer on (B)(6) 2018. The serial number of the e411 analyzer used at the customer site was asked for, but not provided. The serial number of the e 602 analyzer used for investigation was (B)(6). Ft4 ii reagent lot number 303235, with an expiration date of february 2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(6). Ft4 ii reagent lot number 288197, with an expiration date of december 2018 was used on this analyzer. A general reagent issue could most likely be excluded. Calibration and control data for the e 602 and e411 analyzers used for investigation were ok. The investigation was unable to find a definitive root cause.